Manufacturer narrative:
The customer was sent a replacement power supply. The customer was contacted on several occasions by a complaint handler to get additional information; however, there was no response from the customer. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4) which was trended as part of the effectiveness check for (B)(4), which found that they were being damaged during shipment from the manufacturer to medela. This damage was causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also been increased to further protect the power supply during shipping.

Event description:
On (B)(6) 2017, the customer alleged that her pump in style breast pump was not turning on with the transformer which she purchased in (B)(6). She indicated that she purchased the new transformer because the old transformer housing had broke open and she discarded it.